Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd¿ blunt fill needle 18 g foreign matter was found. There was no report of patient impact. The following information was provided by the initial reporter: I noticed that the needle when piercing the medication bottle took part of the rubber from the bottle into the bag.

Manufacturer narrative:
H6: investigation summary three photos received by our quality team for investigation. Upon visual evaluation, an IV bag is displayed, no defects or issues observed. Unable to confirm failure based on photos, physical samples are required to further analyze. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported while using bd¿ blunt fill needle 18 g foreign matter was found. There was no report of patient impact. The following information was provided by the initial reporter: I noticed that the needle when piercing the medication bottle took part of the rubber from the bottle into the bag.